Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) appeared shaky yesterday and more so this morning. The patient had issues charging the device, which led to its replacement about a week ago with a non-rechargeable device. When the patient's representative connected to the implanted neurostimulators to ensure they were turned on, a 528 code was received. The representative was able to press continue and confirmed that therapy was active. No falls or trauma were reported, and the patient was redirected to their healthcare provider for further evaluation.